Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service and stated that the paper tape 16- 30ss-0 irritated his skin and does not need a replacement. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".